Event description:
It was reported that this patient was admitted at the hospital due to a bowel perforation resulting in sepsis. 7 days after admission, the patient underwent a dilation of the left ureter using a rigid ureteral dilator and contour stent. Upon dilation, the patient experienced an unspecified injury to the ureter, and the hospitalization was extended to 15 days. Ultimately, the patient passed away. There was no formal cause of death stated and the causality cannot be definitively determined based on the available information. Note: this manufacturer's report pertains to the event involving the rigid ureteral dilator.

Manufacturer narrative:
Block b2 date of death: date of death: unknown, (B)(6) 2024 selected as approximate as it was the day after the patient was discharged. Block b3 date of event: the exact event date is unknown. The procedure date has been used as the event date. Block d4, h4: the complainant was unable to provide the suspect lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following imdrf patient codes capture the reportable event of: e1311 - captures the reportable event of unspecified ureter injury. The following imdrf impact codes capture the reportable event of: f08 - captures the reportable event of patient stayed in the hospital for a period of 15 days. F02 - captures the reportable event of death.

Event description:
It was reported the patient was admitted to the hospital due to a bowel perforation resulting in sepsis. Seven (7) days after admission, the patient underwent a dilation of the left ureter using a rigid ureteral dilator. Upon dilation, the patient experienced an unspecified injury to the ureter. Documentation captured a contour stent was implanted during that procedure. Due to the patient's history, comorbidities, and extensive events, the patient was admitted for a total of 15 days and ultimately passed away. There was no formal cause of death stated and the causality cannot be definitively determined based on the available information. Note: this manufacturer's report pertains to the event involving the rigid ureteral dilators and sheath.

Manufacturer narrative:
Block h2: correction block b5 (event description), has been updated. Block h6 (impact code), the f08: hospitalization or prolonged hospitalization has been removed from the table since the patient was never extubated and the bsc devices used had no impact on the patient's stay. Block b2 date of death: date of death: unknown, (B)(6) selected as approximate as it was the day after the patient was discharged. Block b3 date of event: the exact event date is unknown. The procedure date has been used as the event date. Block d4, h4: the complainant was unable to provide the suspect lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following imdrf patient codes capture the reportable event of: e1311 - captures the reportable event of unspecified ureter injury. The following imdrf impact codes capture the reportable event of: f02 - captures the reportable event of death.